Event description:
Customer reported unexpected negative reactions on galileo. Anti-jkb was not detected in a patient sample during antibody screen testing.

Manufacturer narrative:
Reactivity of the d and jkb antigens was confirmed on retention crrs(4), lots k189 and k194. These reagents were used by the customer. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.